Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the touch screen was intermittently unresponsive in the bolus menu. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy, and also had an alternate pump available.